Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that post-operative day one (1), the patient lost a pulse to her right leg during the evening of (B)(6) 2017. Of note, this is the same leg where the vein was harvested during implant for coronary artery bypass graft (CABG). The CABG unfortunately never happened due to small right coronary artery size. She was taken to the operating room (or) and an emergent fasciotomy with thrombectomy of her leg was done. As the event occurred on post-op day one (1), the patient had not been placed on anticoagulation as of yet. The patient did not do well following the procedure. She had minimal pulsatility on her hvad and tenuous flows on the tandem rvad. Patient was maxed out on vasopressors and inotropes post-procedure leading to multi-system organ failure (msof). A family meeting was held on (B)(6) 2017 and it was decided that, they would withdraw care on the patient. Care was withdrawn and the patient expired on (B)(6) 2017. The cause of death was msof. The patient was on support for three (3) days. An autopsy was denied by the family; therefore, the pump will not be sent back. Peripherals will be disposed of by the site. The site does not believe this was an hvad related issue. She was a very sick patient on ECMO going into surgery with declining organ function.